Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the reported malfunction. The cse found error codes in the memory log relevant to an inoperative state leading to the extended self-testing (est) failure, and isolated the malfunction to the exhalation valve. The cse replaced the exhalation valve, but the unit failed the performance tests. After further diagnostic review it was found that the safety valve and the graphic user interface (gui) printed circuit board (pcb) needed to be replaced. The repair is still in progress. (B)(4).

Event description:
It was reported by a customer in turkey that the 840 ventilator failed extended self-testing (est). There was no reported pt involvement.